Manufacturer narrative:
Concomitant medical products: product ID 977c265, serial# (B)(4), implanted: (B)(6) 2020, product type lead. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(4), ubd: 25-feb-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Hcp reported via manufacturer representative that the patient was having increased pain. MRI imaging showed that there was a potential infection near the lead. The physician plans to explant all implanted items. Surgery was planned, but not yet scheduled.